Manufacturer narrative:
Device evaluation of battery charger sn (B)(4) has been completed. The reported problem (unable to charge a battery) has been confirmed. Upon investigation the battery charger was unable to charge/recognize a battery pack. The failure was due to contamination on the battery pca and a shorted q1 current-controlling transistor on the bedside pca. The shorted transistor was caused by the contamination. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse event resulted from the defective battery charger. Device evaluation of battery sn no (B)(4) has been completed. The reported problem (unable to charge) has been confirmed. As received, the battery was unable to power on a monitor or charge. The battery pca and cells were contaminated. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse event resulted from the defective battery. Manufacturing dates: charger sn - (B)(4) - 5/2/2018, battery sn - (B)(4) - 9/8/2017.

Event description:
A us distributor reported that a patient's battery charger was not able to charge the batteries and that a battery was unable to charge.